Event description:
The user facility reported a hose separated from the system 1e causing a "large" amount of water to come out into the room. A steris service technician arrived approximately 30 minutes later and identified the user had not completely shut off the water supply, stating the customer had only shut off the cold water valve on their mixing valve. The steris technician fully shut off the water supply and the amount of water loss was approximated to be 50 gallons. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on this system 1e processor (field correction #3000251274-7/10/2012-001-c). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.